Event description:
Procedure summary: it was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2023. Event summary: during the procedure, a trapezoid basket was used in an attempt to crush a stone from the common bile duct. However, the handle cannula broke, the stone was difficult to remove from the basket; fortunately, the physician was able to remove the stone from the basket. After 5 minutes of struggle, the stone was able to free itself from the basket. The procedure was completed with an electrohydraulic lithotripsy (ehl). Patient status: there were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the expiration and device manufacture dates are unknown. Imdrf device code a0401 captures the reportable event of handle broke.